Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when on the cystic duct/cystic artery, the applier was sticking during firing. The firing wasn¿t smooth and the clips weren¿t closing fully. The surgeon was able to squeeze the handle, the jaws were able to close, the clips were able to load properly into the jaws, the clips were able to be fired from the device and were malformed. A new clip applier was opened to complete the case. There was no patient injury.